Event description:
Drug calculations, filled in medication and used the save option. Information displayed was ok. Reentered drug calculations, selected save drugs and changed amount from 4 to 5 mg. The rate displayed incorrect values by a factor of 10. Co cannot get these values removed.